Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up check on (B)(6) 2021 after an implant procedure. During examination of lead, chest x ray revealed right atrial (ra) lead had lost its slack. The physician repositioned the ra lead on (B)(6) 2021 without any incident. The patient was stable throughout.